Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system did not cut properly in flap mode; the flap does not open. Additional information provided states that the system was had an incorrect calibration of 0.025 millimeters offset. The patient's flap was 90 um when the system was configured to do a flap of 120 um resulting in a lower thickness flap than intended.

Manufacturer narrative:
A company representative (cr) visited the customer site and found an issue with the flap z-cut offset. The cr performed flap z depth and x/y calibration and verified cuts to resolve the issue. Although the corneal ulcers were not directly generated by the laser, they resulted when the surgeon lifted the flap and damaged the cornea as the flaps were thinner than expected. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the flap z offset being out of calibration. How or why the z offset fell out of calibration cannot be determined conclusively. (B)(4).